Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following products. Gut surgical suture, coated vicryl (polyclactin 910) suture, gut surgical suture.

Event description:
International customer reported that a patient presented with a wound dehiscence five days following a c-section. The patient was returned to surgery for repair.